Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a sensor that fell off and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s mother stated that the sensor fell off and resulted in the patient seizing due to a hypoglycemic event and lost consciousness. The patient¿s mother called 911 and when the paramedics arrived they treated the patient to raise her blood sugar. The patient was transported to the emergency room (ER) and was discharged the same day after she was stabilized. At the time of contact, the patient was doing well. No additional patient or event information is available.